Event description:
As reported, a week or so post operative the patient had developed a "palpable, large, flat, stiff mass, roughly the size of a hockey puck" with what seemed like fluid surrounding it over the 6f-12f mynx control venous vascular closure device (vcd) closure site. Hemostasis was achieved and there was no discharge. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a week or so post operative the patient had developed a "palpable, large, flat, stiff mass, roughly the size of a hockey puck" with what seemed like fluid surrounding it over the 6f-12f mynx control venous vascular closure device (vcd) closure site. Hemostasis was achieved and there was no discharge. Additional information was requested but not provided. The device will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the limited information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.